Event description:
The system 7 dual trigger rotary was returned for service. Upon evaluation at the manufacturer, there was evidence of leaking on the back cap. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, a substance was confirmed to be on the decorative screw. A sample of the substance was taken, and preventative maintenance was performed before the device was returned to the user facility.